Event description:
Caller requesting information about a nalu device. Regarding the document she was reading, caller stated "the way it is written is not that clear to me". Caller then indicated she had called the wrong company and hung up. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).